Event description:
It was reported that cartridge alarm 20 occurred and was not associated with loading process or with any prior similar cartridge alarms on pump. There was no adverse impact to the customer¿s blood glucose level. Customer had already loaded new cartridge before calling, was able to resume insulin therapy without further issues, and issue was considered resolved.